Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited failure to capture, failure to sense, and high pacing impedance. Through x-ray, fracture of the atrial lead was suspected. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead fracture suspected, failure to capture, failure to sense, and high pacing lead impedance were confirmed. As received, a partial lead was returned in two pieces for analysis. Final analysis found clavicle crush damaging the outer insulation and fracturing components of the lead. The cause of the reported events was isolated to the damages caused by clavicular crush. No other anomalies were identified.